Manufacturer narrative:
Product complaint # (B)(4). Batch # r59l2d. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16 with 2 double drivers missing. In addition the cartridge pan was noted to be partially dislodged from left proximal side. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. Although no conclusion could be reached on what caused the drivers to fall. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the radical resection of intestinal cancer surgery, could not fire when severing intestines tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.